Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient experienced blurred distance and near vision. The lens was exchanged for a different lens within 1one month after initial implantation. Additional information requested.

Manufacturer narrative:
(B)(4).